Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, there were four(4) tubes with oil gel globules, four(4) tubes with red cell hang up, four(4) tubes with clotting and five(5) tubes with fibrin. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up, fibrin, and oil gel globules was not observed. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode red cell hang up, fibrin, and oil gel globules . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, there were four(4) tubes with oil gel globules, four(4) tubes with red cell hang up, four(4) tubes with clotting and five(5) tubes with fibrin. There was no health impact or consequences reported.